Event description:
New information revealed the atrial lead had been reprogrammed inactive. Lead revision was offered but the patient declined. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the atrial lead had low pacing impedance, no capture and no sensing. Insulation damage was suspected. Programming changes were made. The patient was stable and will continue to be monitored.